Event description:
During a hernia repair procedure, the needle perforated the tissue. The surgeon applied suture to repair the tissue. The hosp has reported that the pt's status is satisfactory.

Manufacturer narrative:
5/12/97 supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.